Event description:
The doctor applied external fixation device for an osteotomy for tibial lengthening. There were no complications throughout the duration of treatment. During removal of the fixator, a proximal bone screw broke. The doctor chose to leave the fragment of the screw in situ. The desired results were achieved from treatment. The loose fragment of the bone screw was not made available to the MFR for failure analysis.